Manufacturer narrative:
No material was returned by the patient for investigation. No information was provided that would point to a cause for the result discrepancy or the error messages.

Manufacturer narrative:
(B)(4).

Event description:
The patient's mother called and stated that the patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient was tested with the meter and the result was 4.3 inr. Within 60 seconds, the patient also had a venous sample collected and this was tested in the laboratory with the dade innovin test method. The laboratory result was 3.0 inr. The customer alleged that the laboratory claims that they are seeing result differences between the meter and laboratory method with everyone. No further details were provided. The patient did not receive any treatment. No adverse events were alleged. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 186864-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.2 inr. Donor 2 inr: 2.9 inr. Donor 1 hct: 60%. Donor 2 hct: 52%. Testing results: donor #1: master lot: 2.2 inr. Customer strip and meter: 2.2 inr. Donor #2: master lot: 2.9 inr. Customer strip and meter: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. No information was provided that would point to a cause for the result discrepancy.